Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed tip damage (flattened) with a partial separation at the distal shaft/collar area. Inspection of the rest of the device found no other damage or defect.

Event description:
Reportable based on device analysis completed on 31 may 2019. It was reported that the device was kinked and unable to cross the lesion. The 95% stenosed, 28 mm x 2.75 mm target lesion was located in the severely tortuous and calcified left circumflex artery. A 145 guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device was kinked and unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient was stable. However, device analysis revealed a partial separation at the collar.